Event description:
The customer reported to beckman coulter (bec) that the fc500 flow cytometer was back-flushing sample liquid between the tubes onto the carousel. Approximately 2 ml of liquid leaked, and the leak was contained within the instrument. There is an exposure control plan in place at the facility. The material safety data sheet (msds) was reviewed by the customer. The customer was wearing gloves during troubleshooting of this event. No exposure to mucous membranes or open wounds were associated with this event. The laboratory personnel did not seek medical attention. No erroneous results were generated in connection with this event. No death, injury or change to patient was associated with this incident.

Manufacturer narrative:
Beckman coulter customer technical specialist (cts) assisted the customer in troubleshooting of this issue. The cts suggested that the customer change the sample head. A replacement of sample head was sent to the customer. The customer installed the new sample head which resolved the issue. Beckman coulter field service engineer (fse) was not dispatched for this event. Failure mode was a defective (leaking) sample head which caused liquid to leak onto the carousel. (B)(4).